Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes had intermittent connection causing the faults. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.